Event description:
It was reported that the patient had experienced diaphragmatic stimulation since implant. The lead exhibited high thresholds. On (B)(6) the lead was turned off and a new lead was requested. The lead was capped and replaced on (B)(6).

Manufacturer narrative:
No medwatch form was received.